Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed an epidural hematoma shortly after the implant procedure. Subsequently, the physician explanted the device. The patient is recovering from his symptoms.